Event description:
It was reported by the prestataire that, in (B)(6) 2025 (the exact date was reportedly not recalled by the patient), two boluses were administered in quick succession to the patient which they did not intentionally program. This event occurred whilst the patient was hiking. The patient managed to stop insulin delivery after a total 7 units of insulin were administered. The patient ingested six cans of soda to counteract the low blood glucose levels and no medical assistance was required (blood glucose levels were not provided). The patient resides in france however they were reportedly in italy at the time of the event.

Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the period of 01sep2025-30sep2025 was downloaded and reviewed. Review of the cloud data found that boluses were regularly delivered during this period. Only five boluses were found to be canceled during this period, one on 02sep2025 at 13:36, one on 06sep2025 at 08:11, one on 08sep2025 at 22:44, one on 15sep2025 at 17:21, and one on 30sep2025 at 17:21. The boluses that were canceled were not found to be immediately after another bolus that was completely delivered. Without log files, it could not be determined if the user interacted with the controller to program and deliver any of the boluses delivered during this period. The exact cause of the reported uncommanded bolus event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.